Event description:
A malfunction identified by "malf 12" was reported, but no notable events had occurred prior to it. There was no reported impact to the customer's blood glucose level as the customer declined to answer whether it had exceeded 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccurred.